Event description:
It was reported that the patient was in emergency department (ed) after they had a fall. The patient experienced a no external power alarm at night on 25may2026, emergency department (ed) noted that the patient stated that they were looking for a rubber piece for their left ventricular assist device (lvad), when the patient fell over. When interrogated, the patient said that it was dark and they could not see what they were doing and stated that they pulled on the base of the power cables close to the system controller and had the alarm, which was resolved when they plugged it back in. When the site checked the system controller and the power cable looked fine and pulled on them gently and they were not loose at all. The event log file captured low voltage hazard events on 24may2026 at1839 due to both power leads disconnected while switching from battery power to mobile power unit (mpu). Also captured no external power alarm events on 25may2026 at 2244 for around 14 seconds due to both power leads disconnected while switching power sources from battery to mobile power unit (mpu). There were more low voltage hazard events noted on 26may2026 at 0452 while using mpu. It appeared that mpu lost total power enabling the emergency backup battery (ebb) briefly until the power was restored to the mpu. There were no other unusual events noted in the log files. It was reported that the patient had metabolic encephalopathy and unable to recall events. The no external power alarm events were twice from double disconnect, and unsure of 3rd time. The no external power alarm was resolved as the patient plugged into mpu or batteries, unsure about 3rd incident. It was unsure if the mpu had a v-lock connector on the ac power cord as it was not with patient when they were hospitalized.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.